Event description:
The facility reported a colleague infusion pump with the reported condition of an uim failure on channel b. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 with 6.13.92.

Manufacturer narrative:
(B)(4). The device has been received and is currently awaiting evaluation by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of uim failure on channel b was confirmed as 703:xx found during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel b was replaced in order to correct this condition. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding that the pump failed due to the slide clamp being stuck at channel a. The pump head module was changed and the pump passes subsequent testing.